Manufacturer narrative:
The acist navvus catheter was discarded by the user facility; therefore, no device evaluation could be performed. The dissection was successfully treated by stenting the vessel and the patient recovered the same day. The navvus catheter lot number was provided by the user and a device history record (DHR) review was performed by the supplier. The DHR review found that no component or device non-conformances were applicable to the manufacturing lot ml00003044 and a further review of the tip od measurements taken during production were found to be within the maximum specification of the design. Acist is unable to determine the cause of the event. This report is considered closed. Not returned to manufacturer.

Event description:
During a patient procedure to obtain an intravascular pressure measurement using the acist rapid exchange (rxi) system and navvus catheter, a dissection of a patient's left diagonal vessel occurred while advancing the catheter under little resistance. The proximal lesion was measured with a positive ffr at 0.67. No ECG changes were noticed. The physician moved to the rca and ECG changes were observed. The physician re-engaged the left coronary system and identified a dissection of the diagonal. The physician placed three drug-eluting stent (des) to repair the dissection. The patient had a good outcome and has subsequently recovered. The navvus catheter was discarded and is not available for further investigation.